Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d low sorb experienced a missing tubing clamp. The following information was provided by the initial reporter: no roller clamp on set. Customer emailed me notifying me there was a set they've opened without a roller clamp.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-05. H6: investigation summary: one 2260-0006 sample from lot 19096645 was received in open packaging for investigation; the sample appeared unused as no fluid was present in the line. A visual inspection confirmed the customer's experience as the set was received without the roller clamp. The details of this feedback were forwarded to the manufacturing site for investigation. The missing component is likely to have been caused by human error during the hand assembly process; in this instance it is likely that the manufacturing operative inadvertently missed the assembly step where the roller clamp is placed onto the tubing and was not detected during subsequent assembly steps. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2260-0006 product over the past 12 months.

Event description:
It was reported that the as lvp 20d low sorb experienced a missing tubing clamp. The following information was provided by the initial reporter: no roller clamp on set. Customer emailed me notifying me there was a set they've opened without a roller clamp.